Manufacturer narrative:
(B)(4). Date sent: 02/03/2021. D4: batch # u5d679. Component code = mechanical (g04). Per photographic evaluation: upon visual inspection of two photos, the following was observed: the photos show a blue reload from aside view and the pan can be seen partially dislodge from left side. Also, some loose drivers were observed. No conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60b reload was returned unfired with 10 double drivers and 8 single drivers missing, making the reload non-functional. In addition the reload pan was noted to be partially dislodged from left proximal side. It should be noted that product failure is multifactorial. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, after opened the package, the pan was found to have fallen off the device. Changed to the new one to complete the surgery. There was no patient consequence reported. No additional information can be provided.